Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a hole in the catheter was confirmed, and the cause appears to be associated with use of the device. One 5 fr t/l powerpicc provena was returned for investigation. The t/l tubing extended 40.8cm from the distal end of the trifurcation. The catheter exhibited patches of yellow tint between the 3cm depth mark and the distal tip of the catheter. A 1cm longitudinal split was observed near the 3cm and 4cm depth marks. The edges of the catheter material extended outward at the split site. The adjoining surfaces of the split catheter were observed to be granular. The characteristics of the observed damage are consistent with rupture due to over-pressurization. A functional test revealed that fluid leaked from the longitudinal split when the power injectable lumen was infused with water. The catheter tubing exhibited preferential kinking across the split in the tubing, which may have been a factor in the burst. It was reported that no blood return was observed in two of the lumens. The wall thickness was found to be within specification. Prior to power injection, the user should aspirate for adequate blood return and vigorously flush each lumen of the catheter with the full 10 ml of sterile saline. This will ensure the patency of the powerpicc provena catheter and prevent damage to the catheter. Resistance to flushing may indicate partial or complete catheter occlusion. Do not proceed with power injection study until occlusion has been cleared. Failure to ensure patency of the catheter prior to power injection studies may result in catheter failure. Placement of securement of the catheter where kinking may occur should be avoided to minimize stress on the catheter and patency problems. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported by the sales rep that the facility received a patient from another facility and upon arrival the PICC was noted to be leaking from the site. They stated the gray lumen flushed and drew fine, but the other two lumens there was no blood return and it leaked when flushed. They stated that on removal it was found to be ruptured (slit in catheter) at the 3-4 cm mark.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant. Device has not been returned at this time.

Event description:
It was reported by the sales rep that the facility received a patient from another facility and upon arrival the PICC was noted to be leaking from the site. They stated the gray lumen flushed and drew fine, but the other two lumens there was no blood return and it leaked when flushed. They stated that on removal it was found to be ruptured (slit in catheter) at the 3-4 cm mark.